Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
During a literature search, atricure determined a patient experienced an adverse event between january 2021 and may 2024 which may have been caused or contributed to by the cdk-1413 device. Published in "heart rhythm o2", literature reports a patient who underwent a robotic-enhanced hybrid ablation (re-ha), after which they experienced hemidiaphragm paralysis that required thoracoscopic diaphragmatic plication to repair. There was no reported device malfunction, and the adverse event was the result of a procedural complication. Source: celentano e, cristiano e, schena s, gasparri m, ignatiuk b, renda m, bia e, rainone r, graniero a, giroletti l, agnino a, de groot nms, local epicardial robotic-enhanced hybrid ablation efficacy predictors for persistent atrial fibrillation, heart rhythm o2 (2025), doi: https:// doi.org/10.1016/j.hroo.2024.11.023.